Manufacturer narrative:
Country of origin is (B)(6).

Event description:
The hospital complained of a discrepant inr result for one patient on coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. The meter result was 'about' 6.0 inr and the laboratory method was 4.5 - 5 inr. There was no therapeutic range or patient information provided. The patient was taking an 'anti-inflammatory analgesic' at the time. There was no allegation that an adverse event occurred. Corresponding retention test strips were tested in comparison to master lot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.